Event description:
It was reported that there was a malfunction resulting in leak greater than 4.5 ml/min during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing circuit was replaced to resolve the issue. Block a: no patient information provided to date after calls to end user on 01/03/25 and 01/08/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.